Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below : methodology used : nakanishi examined the device history record for the subject x95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi then set a test bur in the handpiece and rotate it by hand to see bearing condition. Nakanishi observed unaligned axis with abnormal noise. The device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of event. Temperature sensors were first attached to the exterior of the device at four test points, a through d (most proximal to the patient and along points farther toward the distal end of the device, i.e., cylindrical surface of head, head cap, geared points of the body). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points.), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise at each of the test points as follows after the beginning of the measurement; 49.2 degrees c, 62.0 degrees c, 40.5 degrees c and 40.5 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed worn gears and damage to the bearing retainer as well as dirt and debris. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing retainer that was caused by accumulated dirt/debris. The damage observed caused abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi reminded the dentist to conduct maintenance and inspection per the operation manual.

Event description:
Event summary : when a service personnel from a distributor of nakanishi products visited a dentist on (B)(6), the dentist said to the service personnel that a patient had complained of the heat of a handpiece during the treatment. The dentist handed out the handpiece to the service personnel and requested an investigation. The dentist did not say to the service personnel whether or not the patient had received a burn injury. Nakanishi sent an email to the dentist on (B)(4) 2015 in order to obtain the information in detail, but has not received any reply. Nakanishi is continuing the effort to obtain the additional information and conducting an investigation. Additional information including the results obtained through the investigation will be submitted as follow-up report.